Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported physical resistance / sticking (arm positioner), difficult to open or close (clip open - difficult), and difficult to open or close (gripper actuation - both). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported physical resistance / sticking (arm positioner), difficult to open or close (clip open - difficult), and difficult to open or close (gripper actuation - both) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.

Event description:
This is filed to report a gripper actuation issue it was reported that during preparation of a mitraclip xtw, resistance was felt while turning the arm positioner. It was then observed the clip arms were not smoothly opened. Troubleshooting was performed and the clip was opened. However, the grippers were noted to move in a straight direction. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.